Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: inratio: 1.5, 2.0, reference: 4.4, mean: 2.63, confidence limits: 1.7-3.8. Inratio precision data provided by end-user: 1st inr: 1.5, 2nd inr: 2.0, mean: 1.75, sd: 0.35, %cv: 20.20. Analysis of customer's data revealed that inratio and reference test result comparison did not meet accuracy criteria since all values fall outside of the confidence limits. In addition, repeated inratio test result comparison did not meet precision criteria since %cv is greater than 20%. No product is expected to be returned. Further investigation could not be performed since no strip lot information was provided by the customer. Complaint issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2011, inratio: 1.5, 2.0, lab: 4.4, 4.4. Caller also reported imprecision with inratio meter. Results as follows: date: (B)(6) 2011, inratio: 1.5, 2.0.